Event description:
The customer reported that the table footswitch pedal control has exposed wires and but not causing any malfunctions. The wires were exposed thru sheathing.

Manufacturer narrative:
The ge service rep found that the footswitch cable assembly had been pulled back through the connector and re-seated and tightened. He performed operational checks to include all table movement functions with no problem noted. System operating as intended.